Event description:
It was reported when a patient presented to clinic, inappropriate antitachycardia pacing therapy was observed due to oversensing of lead noise. Oversensing was reproducible with arm movements. Reprogramming changes were made and the issue resolved.

Manufacturer narrative:
.